Manufacturer narrative:
Initial MDR 2517506-2021-00153 was filed on 08-jul-2021. Additional information (21-jul-2021): siemens healthcare diagnostics headquarters support center (hsc) has concluded their investigation of the discordant, falsely depressed human chorionic gonadotropin (hcg) result. Hsc reviewed the information provided by the customer and the instrument data log. A siemens customer service engineer (cse) was dispatched to the site and routine maintenance was performed. The customer has not had any additional discordant hcg results. The cause of the issue is unknown. The customer's instrument is operational. The device is performing within specifications. No product problem was identified. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding a discordant, falsely depressed human chorionic gonadotropin (hcg) patient result on a dimension® exl¿ with lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed human chorionic gonadotropin (hcg) patient sample result was obtained on a dimension® exl¿ with lm system. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and a higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed hcg result.